Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Sleeve gastrectomy. What color cartridges were used throughout procedure? Green and gold (lot : n4lp2u). Was buttressing material used? No. Were there any issues noted with staple formation in initial or secondary procedure? No. Was a leak test performed? No. What was the location of the leak? 3 to 4 cm before the hiss angle. What is the current patient status? Fine.

Event description:
It was reported that during a gastrectomy procedure, there was a stapling issue of the stomach. There was 1cm of the stomach that was not stapled (1 cartridge ecr60d was used). This event caused a leakage of gastric liquid in the abdominal cavity with peritonitis. The patient was re-operated the day after the initial procedure.